Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that following a left ventricular assist device (lvad) implant procedure, this implantable defibrillation lead exhibited loss of capture. It was noted that the lead was still sensing appropriately and pacing impedance measurements were within range. There was a concern the lead was damaged during the lvad implant procedure. It was reported that the lvad implant was temporary, therefore no changes to the lead were planned until the lvad is removed. Tachy therapy was programmed off. No adverse patient effects were reported.